Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the station was not communicating to hospital network and also drawers were not communicating and unable to operate. A field service engineer (fse) completed the upgrade, swapped the network interface card cable, but the issue remained unresolved. The fse then logged into the system by obtaining the password, switched to dynamic host configuration protocol setting, obtained the internet protocol address, rebooted the system and the communication was established. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was showing unable to determine device type since hardware is not installed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.